Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a magnet response for the pulse generator could not be achieved. The device was explanted and replaced due to exhibiting backup vvi mode on (B)(6) 2014.